Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user requested assistance with reconfiguring the medstation label printers. Several medstation printers were printing all reports and receipts on label stock instead of the paper roll. Additionally, the 3west printer specifically was producing patient-specific insulin labels with barcode quality that does not reliably scan using the facility handheld barcode medication administration scanners, while barcodes from other printers scan correctly. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the barcode quality on patient - specific label for insulin would not scan and printer need to be configured. A field service engineer assisted the customer with the installation and configuration of zebra printers throughout the facility, and the user confirmed successful functionality of the device. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.